Event description:
When drilling the frontal sinus with the high speed curved diamond bur (ref#1885078hse), the bur neck broke while using it. All parts retrieved out of nose. New high speed curved diamond bur (ref#1885078hse) was opened. The bur neck broke again while using. All parts retrieved out of nose. New high speed curved diamond bur (ref#1885078hse) was opened. The bur broke in half inside while using it. New high speed curved diamond bur (ref#1885078hse) was opened (4th one). The 4th one was used and did not break. All high speed curved diamond burs (ref#1885078hse) that were opened had a lot# of 0208772777. Medtronic microdebrider machine was taken out of service.